Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distributor had sent a package of supplies that was missing 1 syringe/needle to use to load a cartridge. The customer's blood glucose (bg) level was 350 mg/dl and a bolus via the pump was delivered to address the bg.